Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following the plant's evaluation. Although a temporal relationship between the patient's diagnosis of peritonitis, subsequent hospitalizartion, and fresenius products exists the course of hospitalization, treatment, diagnostic criteria, and outcome are unknown therefore unable to identify the causality and etiology of the event.

Event description:
A peritoneal dialysis (pd) patient reported that he had been hospitalized for peritonitis on (B)(6) 2017 and then later discharged. Additional information has been solicited but not made available. The course of hospitalization, treatment, diagnostic criteria, and outcome are unknown.